Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that cause of the ins was that the patient had not charged it. There were no further complications reported or anticipated.

Manufacturer narrative:
Relationship between patient and initial reporter is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient had some confusion and they weren¿t sure if the deep brain stimulation (dbs) was working properly. The patient had declined and their shaking came back. They were currently at a foster home facility. The ins was checked and it was confirmed that therapy was off. The ins was charging normally and was 75% charged. Stimulation was turned back on successfully. No further complications were reported.